Manufacturer narrative:
The suspect interface (umbilical) cable was returned to the manufacturer for evaluation. The interface (umbilical) cable was found to have lemo connector failed visual inspection, therefore functional testing could not be performed.

Manufacturer narrative:
Onsite investigation was preformed and the field representative confirmed that it was difficult to connect the umbilical cable into the ias. He discovered that the reported event was caused by uneven wear on the cable connector latches. Replacement of the umbilical cable resolved the issue. No further issues were reported. Replaced cable was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that it was difficult to plug the imaging system's umbilical cable to the image acquisition system (ias). There was no patient present when this issue was identified.